Event description:
From discharge summary: patient had an ICD implanted 2 years ago because of decreasing left ventricular function. She recently received inappropriate ICD discharges. She was found to a fractured recalled dual coil electrode (medtronic). Patient adamantly refused to have the old generator re-implanted and was scheduled for lead replacement. Operative note: through the existing wound, we cannulated the left subclavian vein and attempted to advance several different wires under fluoroscopy into the right atrium. We were unsuccessful, unable to pass the proximal coil within the subclavian/innominate vein system. The guidewire was left in place. A stylet was passed down the existing recalled electrode. The active fixation device was withdrawn. Using constant general traction, we were able to remove part of the lead, but the distal coil remained at approximately the cavo-atrial junction. The laser was accordingly mobilized. The lead was amputated and laser-locking stylet was passed down the lead. Using constant traction with the locking stylet in place, we were still unable to remove the lead. A 14-french laser was introduced through the sheath, was advanced over the lead and the lead removed. The introductory sheath had been split throughout most of its course and its length shortened. We had been able to advance the sheath over part of the lead down to about the cavo-atrial junction and now retained it. Through this, we were able to pass a new dual-coil active fixation bipolar defibrillator electrode. It was advanced under fluoroscopy into the right atrium and the introducer sheath removed and the remainder of it divided and removed from the lead body.